Manufacturer narrative:
The complained device returned to occlutech for investigation: the reported flex ii asd device successfully passed the 100% functional inspection in accordance with the batch record. At the time of market release, the device met all defined specifications. Due to the condition of the returned product (heavily contaminated), it is not possible to determine whether the issue originated from improper patch sewing or external contamination. The physician confirmed that the device was inspected prior to use and found to be in acceptable condition, with no observable deviations from the manufacturer's specifications. During the procedure, however, irregular deployment behavior was noted, which was attributed to the patient's extensively deficient septal rims. These anatomical features are known to complicate device positioning and deployment. The absence of pre-implantation abnormalities, combined with the presence of anatomical deficiencies, supports the conclusion that patient-specific anatomical factors likely played a significant role in the observed issue. Root cause analysis: a definitive root cause could not be established. The reported event could not be reproduced during internal testing, and no structural or mechanical defect was identified in the device after patch removal. The uncertainty between the potential impact of patch sewing and the observed contamination further limits the ability to isolate a single causative factor.

Event description:
We were informed about a failure in shape development event of the asd occluder "the physician attempted to place the occluder on an approximately 30 mm defect, but the rim was extensively deficient, making placement difficult. After deploying the left disc and placing it, the physician attempted to deploy the right disc. However, it was deformed into a cobra-head like shape. Although the right disc was reloaded and redeployed, the shape remained the same. This occluder was replaced with a new one of the same model, and placement was eventually successful. Another skilled physician supported the physician who performed the procedure, and there was no apparent defects related to the procedure." Patient is in good condition.